Event description:
Ambubag was not structurally capable of function. The self-inflating portion of the bag was not inflating. Respiratory therapist (rt) noticed before the intubation and was able to locate another ambubag that was functioning.